Manufacturer narrative:
The impella device was not returned for evaluation. The supplemental report will be submitted upon completion of the investigation. The instructions for use states the following regarding hemolysis: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ the failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 63yo male for mechanical circulatory support. It was reported that the patient developed hemolysis during impella support. The catheter was repositioned and the p-level was decreased to troubleshoot the issue, but the condition remained. As a result, the decision was made to replace the pump with iabp support. No additional information was provided.

Manufacturer narrative:
The investigation into hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05873. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email. G1 reporting contact facility name missing. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.